Event description:
It was reported that the insulin pump had crack and screen hard to read. Customer blood glucose was 429 mg/dl. Customer stated his been sick that's why his blood sugar level has been running high. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Unable to prime unit during prime/a33 test due to faulty fsr. (Gold)unit received with cracked case at display window corners. Unit received with scratched display window. No cracks noted at display window.